Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issues. Additionally, it was reported that the pump usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified while based on the analysis, the alleged alarm 20 and alarm 30 issues could not be verified.